Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer changed supplies and resumed insulin and continued to use the pump for insulin therapy.